Manufacturer narrative:
The insulin pump had intermittent act button response due to light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had unresponsive act and down arrow buttons. The customer stated that the display screen was scratched as well. The blood glucose reading was 275 mg/dl, which was treated with a bolus. He stated that he could still read the insulin pump but to a certain degree. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.